Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a "pacemaker malfunction during patient intervention." There was no impact to the involved patient.